Event description:
It was reported that the doctor found resistance when inflating the balloon and it takes too much time to deflate. No patient complications were reported. It appears that there is no catheter to be returned and this was an event that occurred some time ago and the report was obtained during discussion with the doctor. There were no patient complications reported.